Manufacturer narrative:
PMA 510k#: p200023. Device evaluation: the zvt7-35-120-16-140 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/or label: as per the instructions for use ifu0091 which accompanies this device, informs the user, that stent migration is listed as a potential adverse event of this device. It also states ¿determine the proper stent size after complete diagnostic evaluation. Note: selection of inappropriate stent diameter and length based on lesion and vessel characteristics could lead to stent migration¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. It was asked of the user if images were available to which they replied possibly but after 03 requests, none were acquired. Should the images become available at later date, the file can be updated accordingly. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could likely be attributed to an inappropriate stent size selection as the diameter of the stent might possibly be much smaller than that of the vein. An image review would be required to confirm this but an image was not returned for evaluation. As per the IFU, selection of inappropriate stent diameter and length based on lesion and vessel characteristics could lead to stent migration. Also, it should also be noted the ifu0091 lists stent migration as a potential adverse event. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the initial reporter 01 stent was implanted with no complications. The patient woke up with heart palpitations at a later date. The implanting physician told the patient to go to the ER where an x-ray was performed and found that the stent had migrated to the atrium. Confirmed quantity of 01 device, confirmed used. The patient experienced heart palpitations post procedure. They went to the ER and received an x ray where the migration was discovered. The stent was able to be removed from the patient. Investigation findings conclude a definitive root cause was not established. A possible root cause could likely be attributed to an inappropriate stent size selection as the diameter of the stent might possibly be much smaller than that of the vein complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 15-june-2023.

Event description:
Per rep - 28feb2023 - the stent was implanted on (B)(6), 2023 with no complications. Everything looked good in multiple imaging. The patient woke up with heart palpitations on (B)(6), 2023. The implanting physician told the patient to go to the emergency room. They did an x-ray and found that the stent had migrated to the atrium. The implanting physician is trying to retrieve the stent with the help of an interventional radiologist at the time the rep is reporting the complaint. Per rep - 21mar2023 - I have answered some of the questions below. Thank you for following up on this as I lost track of it. For the last two questions on the list are they asking if it was reported to someone or just that it was reported in the hospital. I am a little unclear and want to make sure I am getting the correct follow up information. Can you please request the patient outcome for this complaint? The zilver vena was able to be removed from the patient. The product was not saved. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? No. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? The patient had to come back for a procedure to remove the zilver vena that migrated to the atrium using a 20mm gooseneck snare and a 22 or 24 french sheath. 6.3.1.3 did the patient require any additional procedures due to this occurrence? Yes same as previous question. 6.3.1.4 did the product cause or contribute to the need for additional procedures? Yes same as previous question 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? Per rep - 28feb2023 - patient outcome cannot be confirmed at this time as the retrieval attempt is presently underway. Prefix zvt7 3.91 are images of the device or procedure available? N/a, yes, no -possibly 3.92 did the patient have pre-existing conditions? N/a, yes, no -yes if yes, please specify: -may-thurner disease 3.93 please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other -no, just one stenosis where the may-thurner was occurring if other, please specify: -no, just one stenosis where the may-thurner was occurring 3.94 was a stent previously placed during previous procedures? N/a, yes, no -no 3.95 was the device used percutaneously? N/a, yes, no -yes 3.96 where on the patient was the percutaneous access site? -common femoral vein 3.97 was the access site jugular or femoral? N/a, jugular, femoral other -femoral if other, please specify: 3.98 what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? -may-thurner if other, please specify 3.99 was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral -ipsilateral 3.100 was pre-dilation performed ahead of placement of the stent? N/a, yes, no -no 3.101 what was the target location for the stent? -external iliac vein 3.102 details of access sheath used (name, fr size, length)? -10 cm, 10 fr sheath 3.103 was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no -yes 3.104 details of the wire guide used (name, diameter, hyrdophyllic)? -.035 stork wire, not hydrophylic 3.105 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -no 3.106 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no 3.107 if resistance was met, how did the physician address this? -n/a 3.108 did the tip of the delivery system cross the target location? N/a, yes, no -yes 3.109 did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no -yes 3.110 did the user push the hub during deployment? N/a, yes, no -no 3.111 did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no -yes 3.112 was the stent deployed smoothly / without resistance? N/a, yes, no -yes 3.113 was the stent fully deployed in the patient? N/a, yes, no -yes 3.114 was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no -yes 3.115 was post dilation performed after the placement of the stent? N/a, yes, no -yes 3.116 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no 3.117 what intervention (if any) was required? -removal of stent due to migration 3.118 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -another but not scheduled 3.119 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no -no defects to delivery system. Please specify if yes.

Manufacturer narrative:
PMA/510(k) # p200023 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.